Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a procedure, large quantity of metal shavings came off the blade of the unit into the patient. The surgeon was able to retrieve most of the shavings from the patient. The procedure was delayed 10-15 minutes. It was further reported that the blade of the unit was not exposed to any adverse consequences nor were there any repairs performed on the blade. The surgeon used another unit to finish the procedure.